Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There are several possible causes for difficulty advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing is likely due to anatomical challenges as the anatomy was reported as being tortuous. The rx accunet 3 in 1 instructions for use notes: a variety of techniques can be used to assist passage of the recovery catheter if it has difficulty advancing. These techniques are intended to adjust the bias of the guide wire. Some options to aid passage of the recovery catheter are: have the patient rotate his/her neck from side-to-side. This motion may re-orient the carotid artery. Change the position of the guiding catheter or guiding sheath. The new position may either re-orient the entry of or give better support to the recovery catheter. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during an interventional stenting procedure in the left distal common into the proximal internal carotid artery, the rx accunet low profile recovery catheter did not advance to the lesion due to the tortuosity of the patient vessels. The low profile device was removed without any reported resistance and the rx accunet shapeable tip recovery catheter was successfully used to remove the filter. There was no reported adverse patient effect or sequela. The patient was discharged home one day after the procedure. There was no additional information provided.